Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in an unknown endovascular procedure. It was reported that during the index procedure, a reliant balloon was used to assist in the expansion of the bifurcate once implanted. It was reported that during the touch up, the balloon burst. Another balloon was used alternately. As per the physician the cause of the event was user error. It was believed that the physician may have ballooned the proximal end too much and the suprarenal stents of the bifurcate interfered with the balloon causing it to burst. No additional clinical sequelae were provided and the patient is fine.